Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The evaluation of received device logs confirms a single occurrence of the reported technical error codes. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. The reported issue was confirmed in the received device logs but no parts have reportedly been replaced. The cause of the reported failure has not been established. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).